Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. Although, the user confirmed they conducted reprocessing in accordance with instructions for use (IFU) the likely cause of the reported event is due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the nozzle has foreign object , however, the reported issue of " nozzle clogged" (air/water flow issues from the air/water flow system) was not confirmed. The reported foreign material found on the nozzle noted to be attributed to insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: the angle wires were noted stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The adhesive on a-rubber (insertion section) has white-clouded area. Decrease of output light (light guide) noted , due to broken lg bundle . The suction cylinder was scraped with a cleaning brush (handling issue). Paint on suction (s-cylinder ) noted peeled, shaved. Switch 1 and switch 4 noted with wear and scratch found on connecting tube, a-rubber (insertion section). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of " nozzle clogged" (air/water flow issues from the air/water flow system). The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign matter in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation.